Event description:
Patient presented to the physician with difficulty swallowing and discharge from the mouth. Physician admitted the patient and prescribed antibiotics due to infection concerns. Physician brought the patient into the or two weeks later and removed the entire inspire system.